Event description:
It was reported while using bd sec 20dp w/ss dc low sorb disconnection occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: drip chamber came undone on all 4 of the sets.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-nov-2022. H6: investigation summary: three samples were received for quality investigation. The customer complaint of separation - no leak was verified by visual inspection of the samples. Evaluation of the samples revealed that the samples were separated from the drip chambers at the outlet of the drip chamber and tubing location. Further inspection of the union location, under magnification, indicates a lack of solvent or minimal amount of solvent on the surfaces of the components that create the union. Sample 1 shows that there was solvent present on the drip chamber outlet surface, but there does not look to be any solvent residue on the surface of the corresponding tubing. This would indicate a lack of solvent between the two components. Samples 3 and 4, do not show any residue of solvent at all, making separation of the components very easy. A device history record review for model 10014881 lot number 22109185 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure seen in this complaint is the lack of solvent at the union location between the drip chamber outlet port and the infusion set tubing.

Event description:
It was reported while using bd sec 20 dp w/ss dc low sorb disconnection occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: drip chamber came undone on all 4 of the sets.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.